Manufacturer narrative:
The product was received on 09/04/2014 and evaluated on 10/01/2014 by qe and a breach in the transformer housing was discovered. The cause of the breach in the rev n transformer has not been determined at this time and is currently being investigated under (B)(4). Eval summary: a visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not plugged in so the voltage across the dc plug was not measured. Resistance across the dc plug was measured 0.780 m ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 55 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
Customer reported originally that the power adapter for her pump in style pump was broken and did not work. Upon receipt of the product and qe eval on 10/01/2014 a breach in the transformer housing was observed which is a safety risk.